Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was observed while using a large volume intermate. The infusion time took four to five hours instead of the nominal duration of 2.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred for seven (7) devices. Manufacturing dates -- (B)(4). Seven actual intermate units were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional flow rate tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.